Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was 9 mmol/l. The customer states the insulin pump was exposed to fluid. Customer was swimming and a blank display resulted. Troubleshooting was provided and a blank display remained. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.